Event description:
Air released from band per protocol and patient puncture site bled immediately. Air had to be reinjected into the band and wait an hour before trying again to release air. When the second attempt started, the puncture site began to bleed again. And the band was re-inflated.